Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. This device was returned after approximately 37 months because it incurred an electrical power-on-reset (por). The returned product analysis laboratory (rpa) reviewed the save to disk (s2d) file, determining that the device incurred one firmware initiated por with a no reason code on (B)(6) 2016. The product analysis laboratory (pal) confirmed the no reason por. Repeated attempts to induce a por were unsuccessful during the analysis. The device functioned nominally with regards to pacing output, lead impedance, regulated supply and reference voltages, and high voltage charging/delivery. There was no evidence of arcing on the device exterior or within the device assembly. The perimeter of the stacked chip scale package (scsp) component was optically inspected; no anomalies were observed. With the device fully functional, the analysis was terminated due to an inability to reproduce the reset experienced in the field. No anomalies were found that would account for the reset.

Event description:
It was reported that there was power on reset (por) on the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.